Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as red, burning and stinging. There was no alleged device malfunction contributing to the irritation. The patient has been using a previously prescribed hospital powder and cream from a previous issue, reporting out of caution. There is no indication that the patient received medical intervention for this issue. The outcome of the skin irritation is unknown.

Manufacturer narrative:
Not applicable.